Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 13 years and 2 months post implant of this aortic bioprosthetic valve, a non-medtronic transcatheter valve was implanted valve-in-valve. The reason for replacement was reported as stenosis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.